Event description:
Customer reported the side panel b has zipper teeth that do not connect when an attempt is made to close the zipper. There was no pt incident or injury reported.

Manufacturer narrative:
Product was requested to be returned for eval and has not been received. Note: this submission is based solely on the user facility statement. The product status is unk a supplemental MDR will be provided if the product is returned and upon completion of the eval. Manufacturer references file # (B)(4).